Manufacturer narrative:
Explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead had moved into the patients valve and had to be extracted due to the lead placement causing pulmonary hypertension in this patient. No additional adverse patient effects reported.